Manufacturer narrative:
The reported event is confirmed, cause unknown. The guidewire was returned in the opened original packaging, and a photo sample was submitted. The introducer was not returned for evaluation. Visual evaluation noted flaking; the core wire was noted to be exposed at the tip of the device; this is out of specifications per (B)(4) revision 9 which states, "extruded jacket must cover entire nitinol core wire (no exposure of core wire permitted)." The photo sample provided also shows the core wire exposed at the tip of the device. The sample was viewed under the microscope at 15x magnification and it was noted that the core wire was not centered within the jacket at the tip. An evaluation of the physical sample was completed by braxton shin of memry corporation on 08jun2023 the sample was again confirmed to have the core wire exposed at the tip, per memry, this does not signify a failure mode of the manufacturing process. Memry reviewed their inspection records and no internal non-conformance reports were found for the reported event. Though a specific cause cannot be determined, a potential root cause for this event could be, "improper material selection/geometry". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." "Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky." Corrections: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that upon opening the package of the guidewire, the coating fell off and the inner nitinol coil wire was exposed.

Event description:
It was reported that upon opening the package of the guidewire, the coating fell off and the inner nitinol coil wire was exposed.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The guidewire was returned in the opened original packaging, and a photo sample was submitted. Visual evaluation noted flaking; the core wire was noted to be exposed at the tip of the device; this is out of specifications which states, "extruded jacket must cover entire nitinol core wire (no exposure of core wire permitted)". The photo sample provided also shows the core wire exposed at the tip of the device. The observations of the coating flaking off on multiple accounts appears to be the jacketing forcibly stripped off at the tips or other areas of the coated and jacketed guidewire; memry has reviewed its process and the associated variables relative to the observations made from this defect and the root cause cannot be definitively confirmed at memry and its process. No appropriate corrective actions can be instituted; therefore, further review will not be completed by memry for the reported failure and the event will be confirmed cause unknown. Though a specific cause cannot be determined, a potential root cause for this event could be, "improper material selection/geometry". As no patient involvement was reported the device was not used, however it is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon opening the package of the guidewire, the coating fell off and the inner nitinol coil wire was exposed.